Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, touchscreen, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen malfunctioned. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the touchscreen did not respond to touch for parameter change during set up and was not able to calibrate. There was no evidence of impact damage. The customer requested parts for repair. The rse provided the customer with the parts ID for the touchscreen to repair.